Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition and noise reversion. It was suspected that the rv lead had an insulation breach. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable throughout.